Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip; a test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads, broken belt clip slot and scratched reservoir tube window. The insulin pump was missing reservoir tube o-ring.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the part of the reservoir compartment where the reservoir is screwed in is damaged and unable to hold the reservoir. The patient's blood glucose at the time of incident was in the 200 mg/dl range. Troubleshooting was initiated for the physical damage. The customer was unable to determined how the insulin pump got damaged. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.